Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer display was appearing grey unless the screen position was manipulated making it difficult to read. At analysis it was determined that the programmer stylus was unable to interface with the on screen cursor. It was noted that the stylus was working correctly with replacement printed circuit board (pcb) x-y overlay. It was further noted that the keyboard latch was broken, the rear display cover and power cord bay were damaged. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer display was appearing grey unless the screen position was manipulated making it difficult to read. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.